Event description:
It was reported to philips healthcare that the device did not show ECG waveforms as expected and didn't alarm for a pt reported to be in stemi. There was no negative pt impact.

Manufacturer narrative:
Pr#: (B)(4).